Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was not confirmed. However during evaluation, it was noted that the device vanes were worn and had low power. The device also failed pretests for rotational speed. The assignable root cause was traced to user error. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the motor device was leaking nitrogen where the drill handle rotates. During service and evaluation, it was determined that the motor device had low power and the vanes were worn. The device also failed pretests for rotational speed and speed assessments. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.